Manufacturer narrative:
Qn# (B)(4). Device is available for return by an mw subject matter expert. When reviewed by mw, presence of the defect was confirmed. Customer provided lot #3351150000. A review of the device history record was performed. No ncrs were noted. Per our mei-100232 all units undergo mechanical tensile testing to each retracted wing and visual inspection for breaks/cracks. Based on the record review and the 100% testing of all units in the lot; it is determined that this complaint is not valid against mw life sciences. No trend or systemic failures that would require corrective action.

Event description:
Part of plastic split detached from side. There was no patient injury.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Part of plastic split detached from side. There was no patient injury.